Manufacturer narrative:
No device available.

Event description:
(B)(6) male, recently diagnosed with left knee infection. The patient had been undergoing a workup for esophageal cancer. He was told he is scheduled for chemotherapy and x-ray therapy revealed pain in his left knee. The patient notes increased swelling, pain, fluid, tenderness, and low-grade fevers. The patient was seen in the ID office. It was felt that this could not be held as an outpatient. This is probably an infected prosthetic knee and he was sent to the hospital.